Event description:
It was reported that the pacing lead impedance had increased. Initially, the sense/pace portion of the lead was capped and replaced on (B)(6) 2008. When lead failure was still observed, the lead was explanted on (B)(6) 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.